Event description:
A 32mm diameter x 20mm diameter x 155mm length talent bifurcated stent graft was implanted in patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the vessels were moderately tortuous and moderately calcified. The delivery system was inserted and positioned below the lowest renal artery and after the stent graft was implanted and after the delivery system was removed from the patient, the tapered tip was found to have detached from the remainder of the delivery system. The tapered tip was in the vessel at the level of the skin entry site. The tip was successfully retrieved from the patient without complication. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx aa advantage stent graft system.

Manufacturer narrative:
Evaluation: results: (inner member separated from the tapered tip). Tip was retrieved from the patient. Evaluation summary: the delivery system was returned and its evaluation has been completed. The tapered tip was returned in a separate zip lock bag. The tapered tip was cut longitudinally in the lab in order to examine its molding with the inner member. It was determined that the bulb at the proximal end of the inner member was incorrectly molded within the tapered tip. It was located at the distal end of the taper tip base, approximately 1 cm distal of the correct location. This failure has been addressed internally and with the suppler.